Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician loaded the needle of the first mesh leg assembly into the capio device. However, when the physician attempted to throw the mesh leg assembly through the patient's sacrospinous ligament, approximately 3-4 centimeters of suture (with the needle at the end) detached and was captured inside the capio cage. The physician then removed the uphold mesh froom the patient and completed the procedure with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.